Event description:
It was reported that the patient was presented in hospital with pocket infection due to underlying issue not related to abbott product or abbott product related procedure. Upon further investigation via transthoracic echocardiogram, it was noted that the right ventricular lead had vegetation. The entire implantable cardiac defibrillator system was explanted. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed, and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned, and visual inspection was normal. The cause of infection could not be traced to the device.